Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The device history record was unable to be reviewed for this device since the serial number/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the cause of the reported broken cleaning tube connector(lock-lever) issue was confirmed. The root cause of the damaged lock lever could not be determined, however, this issue was found to likely be the result of an external load applied to the cleaning tube, making it impossible to connect. An external load on the cleaning tube may be caused by the user applying force in the wrong direction. The event can be prevented by following the instructions for use which state: ¿9 preparation and inspection¿ ¿3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken¿. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus that the connectors for the endoscope reprocessor were broken. It was an out-of-box failure. The issue was identified during reprocessing. There were no reports of patient harm associated with the event. This report captures the complaint on the connecting tube. The complaints on the second connecting tube and reprocessor captured in related patient identifiers: (B)(6).

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.